Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm was reported involving a pump displaying malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, and the level did not exceed 500 mg/dl. The customer received instructions from technical support to reset the pump, which successfully resolved the malfunction. The customer continued to use the pump for insulin therapy.